Event description:
Reporter indicated that the pt was diagnosed with sleep apnea approx 2 - 3 months ago, and is now on oxygen therapy at night. Per the physician, it is unk whether the sleep apnea is caused by the vns therapy. All attempts for further info are pending.